Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: e1 initial reporter address line 1: (B)(6). G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported that when breaking of the tip of the monomer glass ampoule with the dedicated plastic tube, the edge of the ampule is described as very uneven and with small cracks that makes the ampoule drip when the monomer is added to the cement powder mixer. Difficult to pour the liquid into the cement. The nurses have a feeling that is it more difficult to break the ampoule than previously. There were no consequences for patient. Surgery was performed as planned.